Event description:
Patient was being externally paced when pacer noted to have battery light on, indicating low battery power and a need for a new battery. Pacer battery box was opened and old battery was removed immediately followed by placement of new battery. Pacer turned off completely causing pt to drop hr to 90's. Pacer was turned on and default settings were activated. Simultaneously, md and charge rn were summoned to bedside. During this time, bp was maintained. Md put pacer setting back to where they had been prior to battery change. Pt hr increased and bp remained the same. Device was sent to biomedical for evaluation. Biomed could not duplicate event.